Manufacturer narrative:
Based on the results of the investigation, the reported event was likely due to stress, either excessive or inadequate physical force exerted on it by another object. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the cysto-nephro videoscope had a detached distal end. There was no patient involvement.